Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 40 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer had blood glucose levels rising to 600mg/dl. Troubleshooting occurred. No significant event leading up to the event were mentioned. Customer requested their insulin pump be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.